Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain is considered to be under the scope of this recall. No further investigation is required.

Event description:
Customer reported that : "pain on total hip - femoral stem known for its design flaw, responsible for granuloma. Intraoperative confirmation of granuloma pseudotumor. Explantation and new implant installed".

Manufacturer narrative:
Reported event: an event regarding revision due to altr having pain associated with granuloma pseudotumor was reported. The event was confirmed. Method & results: -device evaluation and results: device evaluation was not performed as it was not returned. -device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. -complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to altr is considered to be under the scope of this recall. No further investigation is required.

Event description:
Customer reported that : "pain on total hip - femoral stem known for its design flaw, responsible for granuloma. Intraoperative confirmation of granuloma pseudotumor.explantation and new implant installed".